Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) using a proglide device after stenting of the left common and external iliac, superficial femoral, and popliteal arteries. Reportedly, a cuff miss occurred. The proglide device was removed from the patient's groin and another proglide was used to achieve hemostasis. The patient did not experience any adverse effect. Reportedly, the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that a posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was bent, but there was no needle strike mark observed at the posterior foot. The posterior needle was bent at the proximal end. This is consistent with the posterior needle being deflected away from posterior foot and interacting with human tissue during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket, as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching at the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the needle deflection that resulted in a posterior cuff miss and subsequent link-to-anterior cuff detachment include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified twice during manufacturing. During lab testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There was no challenging anatomical conditions reported or deployment technique information received that could have contributed to the reported event. Based on the manufacturing inspection criteria and testing results of the needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss that subsequently resulted in a link detachment is determined to be needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.